Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported on (B)(6) 2019 by the patient's wife that the patient had bladder problems and parkinson¿s disease. The patient¿s wife stated, ¿this is something that needs to be taken out.¿ on (B)(6) 2019 patient's wife stated patient has not used the therapy in years, and the therapy was never effective for him since implant. Caller stated that every time they would turn stim on patient would complain about the stimulation hurting his leg, so decided to stop using it. Patient does not intend to use therapy again. Caller asked about having the device removed. Patient services suggested patient connect with a surgeon for a consult, and gave a listing of doctors in their area. No further patient complications are anticipated or expected as a result of this event.